Event description:
Sometime in 1994 a dynaflex device was implanted, surgery info has not been provided. On 5/22/97 the dynaflex device was removed from the pt and an ipp device implanted due to "non-functional."